Event description:
It was reported that during a shoulder arthroscopy rotator cuff repair surgery, when ready to push the knot, tighten the suture, the suture broke. A backup device was used to complete the surgery. No significant delay or patient injury reported.

Manufacturer narrative:
One twinfix ti 5.0 suture anchor used for treatment, was returned for evaluation. The complaint stated: ¿when ready to push the knot, tighten the suture, the suture broke.¿ the insertion device was returned. No damage was observed. The internal hex was in good condition. There were segments of various cut suture returned. There was no anchor returned. Per instructions for use: ¿breakage of suture anchor can occur if pre-drilling is not performed prior to implantation.¿ and recommends ¿do not use sharp instruments to manage or control the suture. Successful implantation requires following the recommended site prep recommendations. Per instructions for use: ¿either pre-drilling (a 2.5mm drill bit is recommended for this product size) or use of a punch type device are recommended for site preparation, depending on the bone quality.¿ instructions for use also includes instructions on how to snug the anchor to the insertion shaft as well as securing the suture on the handle to maintain tension on the anchor. Attempts for additional prep confirmation were unsuccessful. No root cause related to the manufacture of the device was established. There are no other complaints for this manufacturing lot. First name: (B)(6). And last name: (B)(6).